Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: based on the information provided, the damaged leaflet and aortic insufficiency that required reintervention was reported to be due to tension in the delivery catheter system (dcs) which upon deployment caused the nose cone to move. The application of tension was reported to be due to patient anatomy. The procedure was successfully completed with no adverse patient effects reported. The patient weight was unable to be obtained. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, there was tension in the delivery catheter system (dcs) which upon deployment caused the nose cone to move. Following implant, transesophageal echocardiogram (tee) revealed a damaged leaflet and an aortogram showed severe central aortic insufficiency. A second valve was implanted valve in valve. It was reported there was no malfunction of the dcs. The application of tension was due to patient anatomy. No adverse patient effects were reported. No product will be returned. .